Event description:
Customer called to report that they were unable to prime the set after the set change. The device had been submerged in the pool. It was stated that the pump was immediately dried with a towel. Troubleshooting was performed. The driver block slides freely when the arms are in the locked position. Driver block does not lock or push forward.